Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h7, h8, h9 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken charged coupled device (r-unit), damaged fiber bonding in the outer tube area (distal end) and green image. Based on the results of the investigation, the cause of the reported malfunction purple image the cause was broken charged coupled device (r-unit) and also cause was traced to be component failure. For the additional malfunction damaged fiber bonding in the outer tube area (distal end) and broken charged coupled device (r-unit), the cause was traced to be component failure. And the cause of additional malfunction, green image also, the cause was broken charged coupled device (r-unit) and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a purple image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.